Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed decreased sensing measurements. A lead fracture was suspected due to subclavian crush. A revision procedure was performed. This lead was surgically abandoned and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically abandoned and will not be returned for analysis, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information is expected regarding this issue, this investigation is complete. Should additional information become available, this event will be updated.